Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient¿s blood glucose reached 296 mg/dl while wearing the pod on infusion site (back). In addition to high blood glucose patient experienced nausea. Patient was pushing as much fluid as possible, used the pdm only to try to bring bg down, however bg "would go right back up." Subsequently patient was taken to the hospital and was diagnosed with diabetic ketoacidosis (dka). Patient was provided with intravenous fluids and insulin to regulate blood sugar. Also patient was given zofran for nausea and antibiotics as reported patient was septic. It was also noted that patient was given an EKG which was reported "off, however it was deemed to be due to dka" (patient had tachycardia). Pod was removed at the hospital so no device is available for return.